Event description:
A us dist contacted zoll to report that charger sn (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
Device eval of charger sn (B)(4) has been completed. The reported problem (will not charge) was confirmed. Upon investigation the charger was unable to charge a battery back. The cause of the failure was isolated a defective battery board. There was low resistance between the b+ and temp lines. The root cause of the low resistance was unable to be positively identified. No adverse event resulted from the defective charger.